Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. The defective battery charger/modem did not cause or contribute to the reported skin irritation or any other adverse events.

Event description:
A us distributor reported that a patient's battery charger/modem was causing battery charger faults. While issuing the patient a new charger/modem, it was also reported that the patient had developed a skin irritation. The area was described as a sore and it was reported that the patient had fruit flies all over her, had soiled garments and was in a nursing facility. The patient was issued replacement garments. During a follow up, the nurses at the facility reported that they were treating the skin condition with collagen and duoderm. It was reported that the irritation had not gotten worse or improved. The final medial outcome of the irritation is unknown at this time. The irritation is being treated by nursing staff. The reported charger/modem issue was unrelated to and did not cause the reported skin condition.